Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 20043385. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing was missing a roller clamp. The following information was provided by the initial reporter: material no: 2420-0007; batch no: 20043385. It was reported the tubing was missing a roller clamp.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing was missing a roller clamp. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20043385. It was reported the tubing was missing a roller clamp.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
One sample was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. No other issues were observed. A device history record review for model 2426-0500 lot number 20043385 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer's report that the tubing separated was confirmed. The root cause for this issue is an assembly error during manufacturing.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing was missing a roller clamp. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20043385. It was reported the tubing was missing a roller clamp.